Manufacturer narrative:
Results: base hood.

Event description:
It was reported by service report that the stretcher was not raising when they attempted to pump it up. It is unk if there was pt involvement or if there are adverse consequences to report.